Manufacturer narrative:
Concomitant medical products: product ID 3389-40, lot# 0205313028. Product type: lead. (B)(4).

Event description:
Follow up information received reported that in addition to the standard impedance measurements, therapy impedance measurements were performed (results not reported). Increasing the amplitude was done to assess for possible patient effects or other side effects with no results observed. The patient was sedated and intraoperative troubleshooting (checking of extensions, leads and connections) was performed with the result that higher than normal impedances were observed on the lead. The physician planned on replacing the lead component in another procedure. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient "felt no effect of his tremor symptoms anymore." The patient reportedly had a reduction in tremors right after implant but received no effect months after the implant. It was reported the patient fell in (B)(6), 2012, but it was unclear if the fall was associated with the change in therapeutic effect. It was reported high impedances, between 11,000 and 16,000 ohms, were measured on the patient's device. The patient was reprogrammed but it was reported there was still no reduction in tremors. The amplitude on the patient's device was increased to check for possible effects and it was reported there was no result. It was reported troubleshooting on the patient's device occurred intraoperatively and an x-ray of the patient's head and chest was taken but showed "no visible break." It was also reported there was no harm or injury to the patient and the physician planned to replace the lead in a future procedure. If additional information becomes available, a supplemental report will be filed.

Event description:
Follow up information from the company representatives indicated no additional information was available regarding the event. If additional information is received, a follow up report will be sent.